Event description:
The paramedics reported that after rosc (return of spontaneous circulation) they were unable to acquire a 12-lead ECG. There was no report of pt impact.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.